Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc). The patient was presented to the emergency room. The patient's heart rate was noted to be in the 20-30 beats per minute (bpm) range. Review of stored device memory revealed that rv pacing impedance measurements increased from 540 to 1,790 ohms. It was noted that the patient had been involved in an accident with a recreational vehicle and the change in impedance measurements correlated with the time of the accident. Boston scientific technical services (ts) discussed programming options. The programmed output was increased to 6.5 volts and capture was obtained. Additional programming changes were made and pacing impedance measurements of 400 ohms were obtained. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.